Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a watchman access system (was) with the dilator in the sheath. The device was visually and microscopically examined. Inspection of the hub, sheath and tip revealed a kink in the sheath 7cm proximal of the tip. Analysis of the remainder of the device found no other damage or defects. Product analysis confirmed the reported event, as the sheath was kinked.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After full recapture of the closure device, the was kinked. A new was was used to complete the procedure. No patient complications were noted.

Event description:
It was reported that a sheath kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. After full recapture of the closure device, the was kinked. A new was was used to complete the procedure. No patient complications were noted.